Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: left side rupture and capsular contracture (grade unknown), irregular shape, lobulated contours, contrast enhancing mass lesion, slightly increase in size, enlarged lymph node in left axilla.

Event description:
Patient reported left side rupture and capsular contracture (grade unknown), irregular shape, lobulated contours, contrast enhancing mass lesion, slightly increase in size, enlarged lymph node in left axilla. The device was explanted.